Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented for routine follow up. It was discovered that the device had declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. The physician indicated that the device would be changed out at some point in the future. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, no additional information is available. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.